Event description:
On (B)(6) 2025 a patient underwent a thrombectomy and atherectomy procedure using the rotarex device. It was reported that during the procedure, the tip of the catheter failed to rotate. The procedure was completed with a new catheter without further incident. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the catheter. During physical investigation a catheter was received only. The tube was found kinked at 65 cm from the tip of the catheter. The test guide wire went through with slightly resistance until the metal gear wheel. Due to the blockage flushing was needed for further investigation. Aspiration test was performed, and slightly lower aspiration level was achieved. The deformation of the catheter is described in the instructions for use as a possible complication and does represent an inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.